Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The battery holder, front panel, and gas supply indicator were all damaged and the relief alarm pressure and on/off knobs were missing. During the evaluation of the device, there is no power applied to the machine when turning the switch to the "on" position. The damaged battery holder was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator will not power on. No adverse patient effects were reported.